Event description:
It was reported that a tlc55 was used during a sigmoid resection procedure. It was reported by the affiliate that the surgeon could not fire through the cartridge. This was the second firing. A new device was used to complete the case. There was no consequence to the pt.